Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported tooth was removed using elevators and forceps with complication. Decorticated. The osteotomy was prepared using osteotomes. No scout film was obtained. No surgical guide was used. A zb tapered 5/4x13 mm implant was placed. Torqued 40 ncm. Co/ca/xe regeneross bone was used to graft the peri-implant defect. An encode 465 healing abutment was placed. On (B)(6) 2023 patient returned for surgical release site #4 and instructed to continue care with dr. On (B)(6) patient called our office stating dentist discovered an infection at site #4 during routine cleaning. On (B)(6), patient were evaluated in out office and there was a 6mm probing depth on the dl with a parulis on the facial. In nov a full thickness flap was reflected. Implant was removed using a trephine burr and forceps, the osteotomy was debrided of all soft tissue down to the healthy bone. Site was smooth, irrigated, decorticated. Co/ca/xe regeneross bone mixed with prf exudate was used to graft the extraction site. Aprf membrane was placed over the graft.